Event description:
It was reported morphine pca 150mg/30ml was ordered to infuse at 1mg/hr continuous with a 2mg every six (6) minutes on demand dose. One (1) hour 10mg lock out. Approximately one hour later, the pca on demand dose changed to 1mg. Customer alleges that 2mg breakthrough bolus doses were given despite the order change to 1mg. Customer further reports that upon initial programming of infusion, the updated guardrails dataset was used ((B)(6)), however upon internal review of infusion report, it appears an older guardrails library also populated ((B)(6)). There was patient involvement but no harm. Customer is asking how the old data was able to update on the device.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: medical device type, medical device catalog #, unique identifier (UDI) #, medical device serial #, medical device model #, concomitant med prod data, device manufacture date additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, g, b, c, d code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of inaccurate delivery was not able to be confirmed or replicated. Log review could not be performed because they were overwritten due to continued use. The pcu event logs from the day of the reported incident could not be analyzed because they were overwritten due to continued use. On (B)(6) 2025, at 12:48 pm, the last infusion with concomitant pca device was recorded with a rate of 0.2ml/h and vtbi (volume to be infused) of 28.1083ml. A 30ml syringe was used; and the dataset in use was identified as ¿(B)(6)¿. The facility provided an infusion knowledge portal (ikp) report detailing the infusions made on the reported date of the event, between march 12 to march 13. The infusion was programmed with a concentration of 5mg, dose of 1mg/h and a diluent volume of 30ml according the ikp record. On (B)(6) 2025, the data set was changed to ¿(B)(6). Updated. Proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris ¿ system. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center. Device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused component. Root cause: the root cause of the report inaccurate delivery was not identified, logs from the day of the reported incident could not be analyzed because they were overwritten due to continued use. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported morphine pca 150mg/30ml was ordered to infuse at 1mg/hr continuous with a 2mg every six (6) minutes on demand dose. One (1) hour 10mg lock out. Approximately one hour later, the pca on demand dose changed to 1mg. Customer alleges that 2mg breakthrough bolus doses were given despite the order change to 1mg. Customer further reports that upon initial programming of infusion the updated guardrails dataset was used (25mar01_upmc), however upon internal review of infusion report, it appears an older guardrails library also populated (25feb19_upmc). There was patient involvement but no harm. Customer is asking how the old data was able to update on the device.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.